Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the spacer was found to be deformed, and the unicompartmental tibial plateau did not match the spacer. Changed another two to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> deformed. It was reported that during the surgery, the spacer was found to be deformed, and the unicompartmental tibial plateau did not match the spacer. Changed another two to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed deep scratches and deformations over the sigma hp uni ins sz3 7mm lm/rl surface. Additionally, device had signs of having been tried to implant. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Deep scratches observed can be consistent with other tools and hard edges coming in contact with the device while attempting to implant the device. Furthermore, deformations observed can be traced to a component failure, as the scratches observed could have lead to this kind of damage; as well as unintended forces applied during the implantation procedure. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was performed using the returned insert (sigma hp uni tib tray sz3 lmrl) as mating device. Functional test revealed that the devices could not assemble as intended due to the damage observed in the sigma hp uni ins sz3 7mm lm/rl. A manufacturing record evaluation was performed for the finished device m66w32 lot number, and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the sigma hp uni ins sz3 7mm lm/rl would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device m66w32 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review ==> a manufacturing record evaluation was performed for the finished device m66w32 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h3.